Event description:
The issue reported involved a discrepancy between the displayed and actual time on the customer's pump, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump's time settings and advised monitoring for future discrepancies, with the customer understanding and acknowledging the guidance provided.